Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. A representative on site noted they could not replicate the issue.they confirmed the system connections were working. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1, number of persons adversely affected: 0.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that a communication error between the imaging system and navigation system occurred. Everything worked until the final spin after surgery when no green lines of communication were present. The site hooked up the navigation system to a separate imaging system to test and encountered the same error. There was one additional spin. A representative reported that they believe this is probably a software issue. No patient impact was reported. No surgical delay was reported.

Manufacturer narrative:
UDI was updated. Device manufacturing date was updated.

Manufacturer narrative:
Device manufacture date updated.